Event description:
The customer alleged no audio alarm found while performing routine maintenance. The nellcor puritan-bennett customer support engineer inspected the device and replaced the display controller pcb. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.